Event description:
It was reported that shaft break occurred.   The 90% stenosed 12x4.0mm, eccentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the mildly tortuous and moderately calcified left main (lm) artery. Following the advancement of an unspecified guidewire, a 4.0mm x 12mm quantum¿ maverick¿ was advanced to pre-dlate the lesion. However, the shaft broke 60cm away the from the balloon. The device was removed through the guide catheter and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination also revealed a complete hypotube separation 51cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed 12x4.0mm, eccentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the mildly tortuous and moderately calcified left main (lm) artery. Following the advancement of an unspecified guidewire, a 4.0mm x 12mm quantum¿ maverick¿ was advanced to pre-dlate the lesion. However, the shaft broke 60cm away the from the balloon. The device was removed through the guide catheter and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.